Manufacturer narrative:
Correction made to h4: device manufacture date: 03/16/2022 (previously submitted as ni). Correction made to f10/h6: component codes: remove g04020. H10: the device was received for evaluation. A visual inspection with the naked eye noted damaged in multiple locations on the dark blue female connector. Clear pasage and clamp function testing were performed and no issues were observed. The set was leak tested with an in lab minicap connected to he female connector and a leak was observed beneath the minicap. The reported condition was verified. The cause of the event was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a leak; further described as ¿iodine leakage from white cap even the cap was closed¿. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.